Event description:
It was reported that his implantable cardioverter defibrillator (ICD) recorded a code 1003 due to suspected premature battery depletion. Device data has been sent to rhythmcare for review, however review has not yet been completed. This device was subsequently explanted and replaced. No additional adverse patient effects were reported.